Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that the device was also experiencing undersensing of intrinsic p waves. It was recommended to make the device more sensitive.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a normal follow up. Upon interrogation, it was noted that the patient's pacemaker was seemingly experiencing far field r-wave oversensing which caused inappropriate automatic mode switching. The physician also suspects that the device experienced loss of capture, but this was not confirmed. No intervention was reported. The patient was stable throughout.